Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer´s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light bundle of uc sheath was weakened, the uc sheath was broken, the light guide plug was chipped, and the charged coupled device (ccd) and the light bundle glass worn-out. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented with a light guide was dark. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented with a light guide was dark. The procedure was completed with a similar device. There were no reports of patient harm.